Event description:
It was reported that peg from a 4 in 1 femoral cutting block fell off during removal. Piece was immediately retrieved. No patient of staff harm. The piece was not used after retrieval. No other device was used in its place (cuts were made already), the surgery proceeded without incident.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned.

Manufacturer narrative:
An event regarding peg disassociation involving a specialty scorpio cutting block was reported. The event was confirmed. Method & results: -device evaluation and results: the device was determined to be out-of-specification. -medical records received and evaluation: not performed as no medical intervention and no adverse consequences were reported. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there has been 1 other event for the lot referenced. The hole diameters were found to be out-of-specification (oversized) according to the design drawing. Conclusions: the investigation concluded that the pin hole diameters were machined to be oversized and therefore out-of-specification. The oversized hole diameter prevented from a full press-fit to be achieved, which is the primary method of pin fixation to the block. The laser weld around the pin is only for supplemental fixation. These conditions lead to the weld failure and the pin disassociation from the block. A non conformance was issued for the supplier-related manufacturing nonconformances observed in this investigation. The device in this investigation, manufactured by advanced precision, was determined to be out-of-specification as the pin hole was oversized, the weld insufficient per the design drawing, and no press-fit was achieved as required by the design.

Event description:
It was reported that peg from a 4 in 1 femoral cutting block fell off during removal. Piece was immediately retrieved. No patient of staff harm. The piece was not used after retrieval. No other device was used in its place (cuts were made already), the surgery proceeded without incident.